Manufacturer narrative:
The investigation was based on the description of the event. Dräger service was not involved in the repair and the serial number of the affected device was not provided. During a later check at the hospital no v300 had a malfunction and they were running on patients. As no log file or repair information were available, no further analysis could be performed. The problem could not be confirmed, and no root cause could be identified. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects a significant internal failure concerning the ventilator, a restart of the ventilation unit will be triggered with accompanying alarm. The restart sequence lasts for a maximum of 8 seconds. During that time the emergency-breathing valve remains open to ambient allowing for spontaneous breathing. After successful restart the ventilation will be automatically resumed and continued with the latest settings.

Event description:
It was reported that the device shut down during use on patient. The patient experienced apnea during the failure and was immediately connected to a standby device. No injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device shut down during use on patient. The patient experienced apnea during the failure and was immediately connected to a standby device. No injury was reported.